Event description:
The beds hi/low function drifts down.

Manufacturer narrative:
The hill-rom technician found the hi/low drive brake washer caused the hi/low function of the bed to drift. The technician cleaned the brake washer to repair to bed. Chapter 6 of the service manual (man013re) documents a function check for hi/low drive screw as part of preventative maintenance. As part of the procedure, this should be inspected for proper lubrication.